Event description:
It was reported that during a robotic right upper lobectomy procedure, the surgeon fired the device on the pulmonary vein. The device stapled, the knife blade retracted, and the device would not open. The reverse button was hit, still would not open. The battery was taken out, rotated and re-inserted. Reversed again, the device still would not open. Utilized emergency lock out lever, device still would not open. The surgeon then manually pulled the closing lever away from the handle, the device then opened. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Added additional information the analysis found that one pve35a device was returned in good visual condition and with one vasecr35 cartridge loaded in the device. The cartridge reload was received fully fired and in good visual conditions. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the bailout system and the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home automatically as intended. The knife reverse button force worked properly during testing. Event could not be confirmed as the device closed and opened without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time.